Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer stated problem cannot be confirmed. The device was working as expected. Three-hour long-term run performed. No problem found. Electrical safety and functional tests passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device indicated an empty tank even when full. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.